Event description:
It was reported that a patient was undergoing a vitrectomy in the right eye. Reportedly, the patient was positioned with his head in the head rest. It was reported that approximately 20 minutes into the case, the head rest dropped unexpectedly. It was reported that the patient had a minimal retinal tear near the macula and required laser treatment and insertion of a gas bubble. It was reported that the patient has had 2 follow up visits and is now back to work.

Manufacturer narrative:
The user facility reports that the stretcher has been taken out of service and that they tried to recreate the incident without success. It was also indicated that perhaps a sheet was caught in the gears.